Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical direct artery for mechanical circulatory support. There was oozing between the locking mechanism and sterile sheath cover connection. No patient harm was reported. The pump is still being used in the patient.

Manufacturer narrative:
The impella device was not received from the customer as it is still being used by the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The cause of the fluid leak is undetermined due to insufficient clinical details and no product return.

Manufacturer narrative:
D6b explant date was added.